Event description:
It was reported to philips that the system does not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a philips field service engineer (fse) confirmed that reported the wired foot switch was not emit rays intermittently and the issue was found during the preparation process, the customer connected the footswitch directly to m cabinet to complete the surgery without any delays. The analysis of the system log file indicated no errors or malfunctions. However, during troubleshooting, the fse found that the table base connection board (tbcb) is old and covered with blood. To resolve the reported issue, the fse replaced the box tbcb board ad7, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.